Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer reported from offsite they encountered an engagement issue with the scope was on universal surgical manipulator (usm) 2. The customer reseated the scope and completed the procedure. The issue was not present in a follow-on procedure. The customer also noted they encountered non-intuitive motion on usm 1 and 3 during a portion of the procedure. The technical support engineer (tse) explained the engagement issue and the non-intuitive motion issue could both be related to the scope. Tse recommended the customer to verify the scope shaft rotates smoothly. The customer will follow up with the staff and request they contact technical support should the issue return. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The surgeon felt like they lost intuitive movement. The surgeon described the movements as ¿loose¿ and that they lost intuitive movement. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions (e.g., collision between system arm and external or equipment and/or staff). The issue was persistent. Site reseated sterile adapters and reinstalled the scope to fix the issue and performed system restart between cases. The issue was on usm 2 and the issue was resolved by restarting the system. The drape is not available for return. The device was inspected prior to use and no damages were observed. The scope was put back into circulation. There was no media available for review.

Manufacturer narrative:
Based on the claim against the product by the customer noting universal surgical manipulator (usm) issue, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer will contact if the issue returns. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.